Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This (B)(6) consumer is performing intermittent catheterization for 4 years. Since she uses speedicath compact eve (scc eve) she has experienced bleeding from the urethra after every or every second catheterization, the bleeding stopped 20 minutes thereafter. She did not seek medical advice nor medical treatment, she is well now and she is still using scc eve. The incriminated catheter was not sharp edged but the tip was a bit thicker than usual. She claims there was not enough water in the catheter casing and the catheter tip was thicker than usual.

Manufacturer narrative:
Samples were returned and tested. They were inspected/ tested visually, it seemed that they were in conformity with norms (there was water inside) - but it is not possible to measure the quantity of the water inside the primary packaging. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
Correction of the mentioned catheter: the complainant has used speedicath compact plus, not scc eve.